Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient had high blood glucose level that exceeded 500 mg/dl (27.7 mmol/l) because infusion set cannula was bent. The high blood glucose levels were treated with correction injection via multiple daily injections. The patient noticed the symptoms within 3 hours of insertion in upper buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.